Event description:
Analysis of the returned device found that the stent microdelivery catheter was separated. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device found that the microdelivery catheter proximal outer shaft was stretched and separated under the strain relief and 4.5cm distal to the strain relief. The microdelivery catheter inner tubing was still intact. The microdelivery catheter distal shaft was compressed just distal to the stent location. The distal tip marker and the microdelivery catheter distal lumen were compressed. The stabilizer was kinked and bent on several places along its proximal shaft and separated on its proximal/middle shaft junction. The stent was in the microdelivery catheter in its intended location. Following unsuccessful attempts to push the stabilizer and deploy the stent; the microdelivery catheter was cut on its distal shaft and the stent was pushed out using a .020" mandrel. The stent was conforming to its visual specifications. No other anomalies were noted. The reported and observed anomalies are indicative of high friction during stent deployment. The cause of high friction during deployment cannot be definitively determined in this case. Because of the high friction, the user may have applied excessive force between the stabilizer and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause stretching of the microcatheter, and the corresponding compressive force in the stabilizer can cause compression the stabilizer, which may manifest itself as buckling, bending, and possibly kinking and breakage. From the information provided and investigation results there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Review and analysis of available information failed to identify a definitive cause; therefore, a cause of undeterminable was assigned.

Event description:
Analysis of the returned device found that the stent microdelivery catheter was separated. There was no clinical consequence to the patient.